Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire. Date of issue is an approximation. The patient's mother stated upon removal of the sensor, the sensor, it separated from the sensor wire and it stayed in the patient's skin. The patient's mother indicated that the doctor was unable to get the sensor wire out advised them to leave it in there. The date of the doctor visit is unknown. No additional event or patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.